Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was broken and contaminated, that the upper case, bail covers, ring cover, battery drawer and serial number label were broken, the battery release was contaminated, the battery contacts were compressed and the mainprinted circuit board was out of specification electrically. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit testing. The battery removal test failed. After replacing a capacitor the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.